Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the battery was eroding through the skin, and there were no signs of infection, so the battery was removed, the pocket cleaned, and a new battery was implanted. The patient's family observed battery visualization through the skin post-implant. The family reported that the patient's efficacy was fantastic, with increased movement and occasional battery manipulation. The doctor removed the battery, cleaned the pocket, found no signs of infection, and prophylactically replaced it with a new battery. Impedances were normal. The issue was resolved at the time of this report.